Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead demonstrated loss of capture and changes in sensing. Chest x-ray confirmed lead dislodgement. The atrial lead was explanted and replaced. The patient remained in stable condition throughout the procedure.